Event description:
The customer reported that the system displayed a charger failure.

Manufacturer narrative:
(B) (4). The ge service rep ordered the battery pack then removed and replaced the battery pack. The system operates as intended.